Manufacturer narrative:
The act button did not respond due to flattened button dome switch. The insulin pump was unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive button. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that the up button was unresponsive. The customer's blood glucose was 499 mg/dl at the time of incident. The customer's blood glucose was 154 mg/dl at the time of call. The customer stated that she treated the high blood glucose with the insulin pump. The customer stated that she experienced dizziness, faintness and pain. The customer stated that there was no air bubbles and leak found. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.